Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
Note: this report pertains to a spyscope ds ii and spybite max biopsy forceps used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used along with a spybite max biopsy forceps during an endoscopic bile duct biopsy procedure performed for the treatment of suspected intrahepatic bile duct cancer on (B)(6) 2023. During the procedure, the patient was scheduled for a biopsy and a specimen was collected from the distal bile duct. When it was about to reach the target porta hepatis, the image of the spyscope ds ii became distorted and was lost after one hour of usage. A second spyscope ds ii was used, and they noticed a bile duct perforation. They were unable to collect the specimen and made a pathological diagnosis. Any forceful or prolonged operations using the device was not performed after two repeated insertions and removals. A surgical intervention was then performed; the physician believed that the perforation was not cause by the spyscope ds ii, but due to the procedural problems that were performed (endoscopic sphincterotomy, endoscopic papillary balloon dilatation and endoscopic papillary large balloon dilation) to the patient. Reportedly, there was no problem with spybite max. There were no future procedures mentioned, and the procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and is improving.